Manufacturer narrative:
Date sent to the FDA: 12/07/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: it was received for evaluation an opened box with twenty-eight unopened samples of product code v359h lot md8dsxp0. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed, and the pull force were above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/07/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported: "the needle of a first wire vicryl purple pulled off and broke on the point of crimping" please clarify: the needle broke and also the needle and suture pulled off during the procedure? According to the description the thread got broken at the level of attachment end (the needle did not broke but pulled from the thread). It was reported also "and then a needle of a second wire (same lot) broke into 2 parts" please clarify: another one needle broke during the intra op event of same lot md8dsxp0 and product code v359h? Please clarify if product code is also the same. A second device from the same lot has been used and the needle got broken in two part. The break occurred at the level of grasp area (grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point.) Was there any additional tissue damage as a result of searching for the needle piece? No patient consequences. The two part of the needle has been recovered and no metallic part have been observed by radiography. What is current condition of the patient? No patient consequences. Procedure date? (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.